Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has two (2) possible batch numbers in stack; however, it is unsure which batch number was used. The possible batch numbers are: batch number: 0061646280, production date: 11/06/2018; expiry date: 10/31/2021; batch number: 0061645713, production date: 10/29/2018; expiry date: 09/30/2021.

Event description:
As reported by the user facility: event 2: customer had approximately 4 IV administration sets that leaked during a cadd pump infusion. The sets are leaking between the caresite valve and the onguard luer lock adaptor. The set is connected from huber needle, caresite valve, onguard luer lock adaptor, and cadd pump tubing. The leak is occurring between the caresite luer lock adaptor and the onguard luer lock adaptor. The infusion sets had chemotherapy. The leaks were identified by the patient and cleaned up per protocol. No injury reported.